Event description:
Reportedly, on (B)(6) 2025, the physician was unable to interrogate the device platinium dr 1510, sn: (B)(6). He tried using two different programmers (st and o+, both with version 3.18 of the software), but no led lights appeared on the CPR head at any point. Looking at the most recent printout, the device should be programmed for safer 60-120 bpm, v-vmax 2s. However, the physician reported periods of slow rhythm at 40 bpm on the ECG monitor. He also attempted to place a magnet on the device just to observe any spike at 6v@1ms, but nothing happened. Everything was normal on last in clinic follow-up on (B)(6) 2024, with only one brief episode of ra oversensing. The electrical measurements were very good, and the battery life prediction was 10-15 years more. The patient is not being monitored with rms. On (B)(6) 2024, the device will be replaced by a new one.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report. - the expertise of the returned ICD revealed the battery was depleted and no over-consumption was detected. - the root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level.

Event description:
Reportedly, on (B)(6) 2025, the physician was unable to interrogate the device platinium dr (B)(6), sn: (B)(6) . He tried using two different programmers (st and o+, both with version 3.18 of the software), but no led lights appeared on the CPR head at any point. Looking at the most recent printout, the device should be programmed for safer 60-120 bpm, v-vmax 2s. However, the physician reported periods of slow rhythm at 40 bpm on the ECG monitor. He also attempted to place a magnet on the device just to observe any spike at 6v@1ms, but nothing happened. Everything was normal on last in clinic follow-up on (B)(6) 2024, with only one brief episode of ra oversensing. The electrical measurements were very good, and the battery life prediction was 10-15 years more. The patient is not being monitored with rms. On (B)(6) 2024, the device will be replaced by a new one.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report. - the expertise of the returned ICD revealed the battery was depleted and no over-consumption was detected. - the battery analysis confirmed that the cause of the fast battery depletion is a battery failure (due to clusters).

Event description:
Reportedly, on (B)(6) 2025, the physician was unable to interrogate the device platinum dr 1510, sn: (B)(6). He tried using two different programmers (st and o+, both with version 3.18 of the software), but no led lights appeared on the CPR head at any point. Looking at the most recent printout, the device should be programmed for safer 60-120 bpm, v-vmax 2s. However, the physician reported periods of slow rhythm at 40 bpm on the ECG monitor. He also attempted to place a magnet on the device just to observe any spike at 6v@1ms, but nothing happened. Everything was normal on last in clinic follow-up on (B)(6) 2024, with only one brief episode of ra oversensing. The electrical measurements were very good, and the battery life prediction was 10-15 years more. The patient is not being monitored with rms. On (B)(6) 2024, the device will be replaced by a new one.